Event description:
The patient was undergoing a medical procedure in the middle meningeal artery (mma) using a benchmark 6f 071 delivery catheter (benchmark) and a non-penumbra sheath (6f). During the procedure, while advancing the benchmark into a smaller branch of the right radial artery via right radial access, the benchmark became stuck. While retracting the benchmark, the benchmark fractured in half. No attempts were made to remove the fractured segment of the benchmark. The physician then gained femoral access and treated both sides of the mma. The fractured segment of the benchmark was left in the patient¿s arm. The physician currently has no plans for removal.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.